Manufacturer narrative:
G4:29mar2021. B4:05apr2021. During the field change order process, the field service engineer (fse) encountered the device was rebooting when performing 30 minutes test. The unit was sent in for bench repair. The bench repair evaluated the device and found navigation ring and battery failure. The front bezel was replaced to resolved the nav-ring failure. The battery was replaced to resolved the auto-restart issue. The battery has a battery manufacturing date of 2014, which is over 5 years old. The battery has reached shelf-life, per the v60/v60 plus ventilator service manual, and the battery is to be replaced every five years as per periodic maintenance procedures. The power management (pm) board was replaced by the fse as part of the field change order. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12/16/2020.

Event description:
The customer reported that the unit auto restart. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for bench repair.